Manufacturer narrative:
An event of structural valve deterioration and stenosis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, structural valve deterioration and stenosis was reported. On an unknown date a valve in valve was performed and a medtronic core valve was implanted. Patient status is unknown. Additional information was requested.